Event description:
It was reported that the procedure was to treat a chronic totally occluded left anterior descending (lad) artery. A sion blue guide wire was advanced through the right coronary artery and a septal collateral artery to treat the lad. There was resistance advancing an asahi microcatheter over the guide wire. The microcatheter was rotated but still could not advance, so it was removed from the anatomy. A new microcatheter was advanced and again there was also resistance between the guide wire and the catheter. Upon removal of the guide wire, a kink was observed in the proximal end of the catheter. The hub was cut off the catheter; however, the guide wire couldn't pass in to the catheter. When attempting to remove the microcatheter, it jumped forward through the vessel wall causing a perforation in the lad. The perforation was successfully treated with an unknown device. When the sion guide wire was removed from the anatomy, the tip was separated and it is believed that the separated portion remains in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the analysis was performed by (B)(4): microscopic observation of sion guidewire revealed its core structure was broken off at approx. 5mm from tip end. Sem observation revealed the breakage of guidewire due to pulling force. Coil was stretched and elongated over the shaft-core, and broken after approx. 10cm. Total length of the coil over the shaft-core and the separated portion was thought to be 255mm, suggesting that tip end 25mm was missing. On the shaft, at 130cm-180cm from proximal end, ptfe scraping damage was found in continuous on one side of the cylindrical surface of the shaft, sometimes intermittently with scraping debris at the damaged end. This type of scraping damage is often found when edged end of concomitant device is kept contacted with angle while the guidewire is inserted/removed. It is inferred that the guide wire distal end was broken apart due to pulling force exceeding the product design limit, given to it at the time unidentified. The core wire tip approximately 5mm and coil wire distal end approximately 25mm were missing when the guide wire was returned to the manufacturer, the whereabouts of the missing portion could not be identified. It is supposed that the separation breakage occurred when the guide wire was removed out from the microcatheter and that the missing portion is left in the anatomy. The resistance between the microcatheter and the sion guide wire was identified to be due to fibrous foreign material, highly supposed to have come from other material used in the procedure. No other foreign material or item is found from the catheter, only excluding clotted blood.